Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified proximal left anterior descending coronary artery. Tortuousity was reported to be "normal". The 2.5x20mm quantum maverick balloon was advanced to the target lesion, and upon the first inflation, the balloon ruptured at 10atm. The procedure was completed with a 2.5x20mm non bsc balloon catheter with no patient complications. Patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)